Event description:
Patient fell and experienced a peri-prosthetic fracture on lateral side of right femur. A secur fit stem, 28mm lfit c taper femoral head and 48mm uhr bipolar head was explanted. The original hemi was preformed in 2012 at (B)(6) hospital in (B)(6). A 17x155 restoration modular conical distal stem and a 19mm +30 cone proximal body was implanted along with a 50mm psl cluster cup, 3 bone screws, an mdm liner and poly as well as a 28mm +o v40 lfit head. 2 cables and 3 cable sleeves were also implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown secur fit stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown secur fit stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for identification or evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: could not be performed as the device was not properly identified. Complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: catalog no, lot ID, return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient fell and experienced a peri-prosthetic fracture on lateral side of right femur. A secur fit stem, 28mm lfit c taper femoral head and 48mm uhr bipolar head was explanted. The original hemi was preformed in 2012 at (B)(6). A 17x155 restoration modular conical distal stem and a 19mm +30 cone proximal body was implanted along with a 50mm psl cluster cup, 3 bone screws, an mdm liner and poly as well as a 28mm +o v40 lfit head. 2 cables and 3 cable sleeves were also implanted.